Manufacturer narrative:
Additional information: equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the various equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
In supplemental report #1 the date of this field was left blank. The date should have been (B)(4) 2015.

Event description:
The clinic reported that a laser vision correction patient presented with trace of diffuse lamellar keratitis in left eye 1 day post treatment. The topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient was asymptomatic. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2015: right eye pre-op 20/15 -0.75 x -.50 x 170; left eye pre-op 20/15 -1.00 x .00 x 90.

Manufacturer narrative:
In supplemental report #2 the date of this report was left blank. The date should have been 10/8/2015.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.